Event description:
It was reported that the patient had a headache and it appeared to be spinal meningitis. The pump was implanted on 2015-(B)(6) and the symptoms came on 2015-(B)(6). The patient was lethargic and had a headache that ¿felt like it was going to make his head blow off¿. The patient¿s wife had called the ambulance. The health care provider (hcp) planned to remove the catheter and keep the pump in place. The pump was infusing infumorph (morphine). Additional information received reported that the patient had an infection and the catheter was removed. Bacterial meningitis was confirmed by the hcp. The site of the infection was at the catheter implant site. It was noted that the patient had been in the hospital for 7-10 days and was on antibiotics. The patient had blood drawn twice per day and it was confirmed that the bacterial infection was gone. The patient was still having headaches and was weak from lying in bed for 10 days after the surgery. The patient was having issues because he could only take pain medicine at night. It was noted that the pain pump was a ¿god-send¿ but only lasted 4 weeks of giving pain relief. The hcp was going to wait 2 months before getting the catheter re-implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).